Event description:
On (B)(6) 2009, patient reported, she went to remove her empty insulin cartridge and the plunger came out from the cartridge and it is stuck on the piston rod. Verified that insulin cartridge was empty and only a few drops of insulin got into the cartridge compartment. Advised to clean out compartment. Reminded patient to twist adapter off of infusion device and let cartridge fall in her hand. Advised not to pull cartridge from the infusion device. Had patient take empty cartridge and squeeze the open end and reinsert it in the infusion device to catch the plunger. Patient reported, she was not able to do this, so I had her move the piston rod to 150 units and then reinsert the empty cartridge. Patient stated she was able to remove the plunger that was stuck on the piston rod. Assisted the patient with drying out the cartridge compartment. Had patient complete the change the cartridge function. Had patient connect to her infusion and put the infusion device back in the run mode. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.